Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, the patient had a muscular vsd closure and this 8 mm amplatzer muscular vsd occluder was implanted. On (B)(6) 2017, the patient had a basilar artery infarct, confirmed by MRI. Per report, the physician does not believe it to be device related. The patient was influenza a positive the day after the procedure and has evidence of protein s deficiency, which increases the risk of thrombosis. Therefore, heparin may not have been completely protective. Per report there is a higher risk of thrombosis and a prothrombin condition, including increased endothelial activation and platelet aggregation in patients with influenza. Treatment consisted of aspirin (also for vsd), intubation for approximately 2 weeks, seizure medication, inotropic support and placement of external ventricular drain (brain) (evd). The patient was extubated, of inotropic support and remains on aspirin and seizure medications, has good movement of right extremities; left side is slightly weak and has an uncoordinated suck at this time. The evd is anticipated to be removed soon and the patient will l be transferred to a rehab facility for aggressive pt, ot, and swallow therapy. The patient is reported in stable condition and per report and should have little to no deficit in the future (few months to couple years).